Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor error alarm. The customer's blood glucose value was unknown at the time of incident. The drive support cap was normal, insulin pump was not exposed to high magnetic field and user declined motor position encoder error alert. The insulin pump will not be returned for analysis.